Event description:
Issue with deroyal vascular access pack. The pack was found to have a hole in the wrapping making it no longer sterile. We did replace that pack prior to the patient coming in the room. Ref# (B)(4) lot# 54552901 exp 7/1/2023. I will bring it down to the quality drop off. Pictures attached of packing list and hole in back table cover drape. Hole in drape appears to have originated from the inside to the outside of the drape; no hole in the clear outer bag wrapper. Drape and packing list given to deroyal field rep for analysis.